Manufacturer narrative:
Pump has intermittent button response due to moisture damage on keypad traces. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and missing end cap sticker.

Event description:
It was reported that the up arrow on the insulin pump is not responding. Advised insulin pump would be replaced. No additional information was provided.